Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 455 mg/dl; due to needing settings adjustments. Reportedly, customer attempted to self-treat with a correction injection and bolus via the pump; however, required assistance from their daughter by transporting them to the emergency room (ER). Customer was treated intravenously with fluids of saline and insulin at the ER. Customer was released from the ER the same day with no permanent damage. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.